Event description:
It was reported that customer¿s daughter experienced multiple cartridge alarms and cartridge failures with insulin pump, and parent requested replacement cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer¿s mother later called back with pump to troubleshoot, cts confirmed cartridge alarm and verified no exposure to magnets or issues during loading, arranged shipment of replacement cartridges and replacement pump under warranty, provided instructions for backup insulin injections, pump storage, pump return, and setting up replacement pump and continuous glucose monitor, and confirmed shipping details and return time frame with caller.